Manufacturer narrative:
.

Manufacturer narrative:
The associated devices were returned and evaluated. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed one prior complaint for lot 12gp02062. No prior complaints for lot 12gp02061. Both parts are 2 years old and exhibit signs of extreme wear/usage. Upon disassembly and inspection of both parts, it is determined that the internal tensioner jaws are beginning to rust and become discolored. This is causing the parts to not tension correctly. It should be noted that proper cleaning of the device is important for proper functioning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported surgery was delayed due to the surgeon having trouble using the instrumentation.